Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, occlusion was noted where the tubing exits the cassette. No adverse effects were reported.

Manufacturer narrative:
Additional contact: (B)(6).